Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the infant flow sipap does not alarm when switched off. This was found during routine servicing with no patient issues. Infant flow sipap has had a service kit and blender fitted.

Manufacturer narrative:
Result of investigation: the reported failure was verified. Mainboard defective. O2 (oxygen) blender value at 60% too high. O2 cell defective. Mainboard was replaced. Blender and o2 cell to be replaced by distributor.